Event description:
A malfunction was reported on a customer's pump, identified by a specific malfunction code. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged for a replacement pump to be sent and provided the customer with instructions to put the current pump into storage mode before returning it. The customer reverted to a backup insulin pump for insulin therapy.